Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that at implant the device's set screw was removed and then was unable to reseat. Instead of continuing to struggle with it the device was removed and a new device was used instead. No patient complications have been reported as a result of this event.